Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient would be referred for full revision surgery due to high lead impedance. The physician indicated that a dcdc of 5 was obtained on systems diagnostics and a dcdc of 7 was obtained on normal mode diagnostics. The patient's device was programmed off due to the high lead impedance; however, the patient experienced an increase in seizures while the device was off; therefore, the physician wanted to have the vns device replaced. A review of the patient's programming/device diagnostic history revealed that the dcdc of 5 was obtained approximately 8 months after device implant and had remained 5 since then. The device was able to deliver the intended amount of therapy despite the higher dcdc values. No x-rays were taken or provided to the manufacturer for review. The patient's lead and generator were explanted and replaced. The explanted devices have been returned to the manufacturer and are currently undergoing device evaluation.